Manufacturer narrative:
The field service engineer (fse) was at the customer site on 01/27/2016. The fse replaced the probe bypass valve (pbv) and the drain valve (drv) because of aspiration issues to the flowcell, which led to the positive control failure. The old drv was also contributing to the failure of focus. The fse replaced the cannula and evacuation motor to alleviate calibration failures that he observed. The system was operational. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported positive control and focus failure on their iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.